Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that the patient mentioned multiple "ghost beeps and switching events" on his controller and battery. The patient was at home during the event. After consulting with the manufacturing field representatives all of the patient's batteries and controller were changed out. The patient tolerated the controller exchange very well and is doing fine and is back home. This is report 2 of 3.

Manufacturer narrative:
No testing was performed on the devices. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01494, 3007042319-2015-01495 and 3007042319-2015-01496) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-01494, 3007042319-2015-01495 and 3007042319-2015-01496) submitted for devices related to the same event. Current device location is unknown.